Event description:
It was reported that the patient underwent a heart transplant procedure and during the procedure the electrode was cut. The day of the procedure, the device stored multiple magnet applications and associated beeping tones, consistent with the surgical procedure. Beginning the day after the heart transplant while the patient was still hospitalized, the device started to store flat electrograms (egm), oversensing, inappropriate shocks and high out of range impedance measurement. Additionally, one week after the transplant procedure, the patient reported hearing beeping tones. Upon review of stored events following the heart transplant, it was found that approximately ten days post heart transplant procedure, while the patient was still recovering in the hospital, the device delivered an inappropriate shock which induced the patient into ventricular fibrillation (vf). The device successfully converted the arrhythmia. During a separate stored episode approximately two minutes later, approximately 46 seconds into the store episode, large artifact was observed on the egm. The boston scientific representative whom is working with the physician confirmed that the large artifact observed was an external shock. Subsequently, device therapies approximately ten days post heart transplant surgery have been turned off. The plan is to let the patient recover from the heart transplant procedure, then in approximately one month remove the device system. At this time, evidence suggests no additional intervention has been performed. No additional adverse patient effects were reported.